Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, the patient stood up and suddenly collapsed. At the time of the incident, both his cgm receiver and mobile device displayed a blood glucose reading of 80 mg/dl, while a fingerstick (fs) test showed a lower value of 40 mg/dl. During the fall, the patient struck the corner of a table and lost consciousness for approximately five minutes. Upon regaining consciousness, the patient declined to call emergency services and did not take any medication at that time. There is no documentation regarding the treatment or management of hypoglycemia immediately following the event. After a brief period of rest, the patient presented to the emergency room (ER) and was admitted to the intensive care unit (ICU) for two days, followed by a one-day stay in a regular hospital room. He was diagnosed with facial bone fractures and intracranial bleeding. During hospitalization, the patient received intravenous fluids and was administered keppra and tylenol. Blood samples were collected for further evaluation. The patient has since been discharged and continues to attend follow-up appointments. He is undergoing a series of tests to assess the need for potential surgery and to finalize a care plan, which remains contingent upon the test results. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.